Event description:
A hospital in (B)(6) reported that there was an open circuit on the inspiratory limb of an rt205 adult inspiratory heated breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt205 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt205 inspiratory heated breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the inspiratory heater wire of the breathing circuit was tested using a calibrated multimeter. Results: visual inspection revealed that no damage was observed on the complaint device. Electrical resistance testing showed that the inspiratory limb heater wire resistance was open circuit. Continuity testing showed that the open circuit is located in the connection between the heater wire and the heater wire pin inside the overmoulded plug. A lot check was not performed as no lot number was provided. Conclusion: the cause of the fault is insufficient connection between the heater wire and the heater wire pin during production. As a result, electrical continuity was not achieved for the full period use of the product. Resistance tests and visual inspection are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire resistance became high post production. (B)(4).